Manufacturer narrative:
The doctor replaced the fillings with a different adhesive. The patient is no longer experiencing tooth sensitivity and is now doing fine. The product was not returned for evaluation; therefore, retain samples were examined and were found to be homogeneous and free of contamination. No similar complaints were reported regarding this product lot, indicating that these incidents were isolated incidents. A review of the manufacturing records indicated that there were no deviations from manufacturing procedures. It was therefore concluded that the reported incidents of tooth sensitivity were a result of a user or technique related problem and not to a product failure. Tested retain samples from same lot.

Event description:
On (B)(6) 2011, a doctor alleged that 25 patients who experienced tooth sensitivity with fillings that were initially placed with optibond solo plus required the replacement of the fillings in order to treat the sensitivity. No further details were provided on these cases. This MDR is the twelfth of 25 reports.